Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device was received with missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed during the prime process. Advised the caller that the insulin pump would be replaced. No further information was provided.